Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The image issue was due to a cable unit found damaged. A result of mishandling. Additionally, the following events were identified and are as follows: (.a) the cable unit has a crack/damage due to damage on the cable unit, the switches of the scope / camera do not work, (b.) Due to a crack/damage on the cable unit the endoscopic image cannot be displayed, (c.) Due to deformation of the cable unit, the displayed image is flickering, (d.) And the cable unit was found depressed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.)

Event description:
The customer reported to olympus, the hd autoclavable camera head, had opacification of the camera. The event was reported by the physician and was identified prior to use. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b5 and h6 problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a communication failure has occurred due to cable failure, and images are no longer displayed. It is likely that the cause of the cable failure was broken at the cable kink part. With respect to the phenomenon "images flicker" it is likely that poor communication occurred due to a cable failure, resulting in image flicker. The event can be detected/prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object. " olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head, had opacification of the camera. The event was reported by the physician and was identified prior to use. There were no reports of patient harm associated with this event. The device was returned to olympus for inspection and the repair center found the endoscopic image cannot be displayed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.